Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the customer successfully started their sensor session and the error did not appear again.